Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. This investigation is therefore closed in phase 1. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
During procedure, while trying to fixate the plate (put a locking screw) the screw did not tighten and went through. Event was resolved by taking off the plate and removing the screw that was effected. We replaced with another plate of the same reference number and continued on with the case without further delay or problems.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During procedure, while trying to fixate the plate (put a locking screw) the screw did not tighten and went through. Event was resolved by taking off the plate and removing the screw that was effected. We replaced with another plate of the same reference number and continued on with the case without further delay or problems.